Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. During device preparation, the right atrial (ra) lead exhibited loss of capture and an unspecified oversensing. Fluoroscopy was performed and revealed a dislodgement of the ra lead. The ra lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.